Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose level was 348 mg/dl. Customer reported the alarmed after clearing two no delivery alarms during a bolus. Customer did not recall any significant event that may have caused the device to alarm. Customer was advised to disconnect from the device. Customer does use sensor feature. Customer was able to rewind the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.